Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the linux imperion personal computer and the usb cables. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a no video signal error message. No patient injury was reported.